Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 10.0 and 12.0 cm from the proximal end. The embolization coil was damaged and detached from the pusher assembly, with the proximal constraint sphere, a fractured segment of stretch resistant (sr) wire, and dried blood inside the distal detachment tip (ddt). Conclusion: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly due to a fractured sr wire. Sr wire fracture typically occurs due to forceful withdrawal of the ruby coil against resistance. Further evaluation revealed the pusher assembly was bent. This damage was likely incidental and may have occurred during packaging for return. The other ruby coil mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00048.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) for a y-90 mapping case using ruby coils. During the procedure, the physician successfully embolized the gda using a ruby coil and another manufacturer's microcatheter. The physician then accessed the phrenic artery and delivered another manufacturer's coils into the vessel. Next, the physician attempted to deploy a new ruby coil (lot # f38772) into the vessel; however, the ruby coil was not forming in the desired manner and was removed. While attempting to advance a new ruby coil (lot # f66225) through the microcatheter, the physician met resistance. The microcatheter was manipulated and the y-connector was loosened; however, resistance was still met. The physician removed the ruby coil from the patient and grabbed a new ruby coil for use. However, while flushing the microcatheter and before advancing the new ruby coil through it, the physician noticed that the initial ruby coil that was unable to form correctly in the aneurysm was still lodged in the microcatheter. The ruby coil was then injected into the patient and a snare device was required to successfully remove the coil. The procedure was completed at this point with no additional coils used. There was no report of an adverse effect to the patient.